Manufacturer narrative:
A beckman coulter (bc) field service engineer (fse) evaluated the au5800 clinical chemistry analyzer, and observed bubbles in the buffer syringe. The fse replaced the buffer valve to resolve the issue. The beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer reported generating erroneous high patient results for na (sodium), k (potassium), and cl (chloride) on their au5800 chemistry analyzer. The erroneous patient results were not reported out of the laboratory; thus, there was no change to patient treatment. Quality control was within the laboratory's established ranges prior to and after the event.